Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a rough wire was confirmed but the cause is unknown. The returned product was a 0.018¿ guidewire. Reddish residual material was seen between the coils on the wire, indicating that the device had been used. The guidewire contained a single kink 0.84¿ from the distal end of the wire. Under microscopic examination, the guidewire coils were slightly displaced and overlapping each other in the kinked region. The proximal end of the guidewire appeared straight but appeared to also have displaced coils. Microscopic examination revealed that the coils were not running parallel to each other in this location but were rather overlapping each other and off-center. The displacement of the coils on the wire increased the effective outer diameter of the wire, which would have prevented the passage of a microintroducer over the wire. Although the damage could be confirmed, the exact root cause of the damage could not be determined. Potential contributing factors could include attempted insertion of the wire against resistance or manipulation of the wire displacing the coils. A lot history review (lhr) of redq0805 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tail end of the guide wire was bent and with rough edges, through which the sheath could not enter, unable to complete puncture. 10/27/2021: the returned sample exhibited a kinked guidewire.